Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented with undersensing on the implantable cardiac monitor. The cause was thought to be poor tissue contact. The patient would continue to be monitored.